Manufacturer narrative:
A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during start-up of the device, "defective temperature" error message was displayed. No patient involvement. Reference #: (B)(4).